Manufacturer narrative:
(B) (4). Physio-control evaluated the device and did not verify the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During inspection of the device, the third party biomedical technician found the defibrillation sync delay greater than 60ms, around 120ms. There was no patient involved with the reported event.